Event description:
An eye care practitiner reported that a pt presented in 2004 with moderate pain in their right eye and was diagnosed with a centrally located corneal ulcer, od. Wear history of 6 months with focus night & day lenses and pt usually wears on extended wear basis for two weeks at a time. Treatment begun with vigamox & pt discontinued lens wear. Ulcer almost completely resolved at two days later follow up visit with no loss of vision. Practitioner expects a full recovery. No further info is available at the time of this report.